Event description:
The control-iq algorithm that is included in tandem t:slim x2 insulin pumps has a limitation that impacts certain older type-1 diabetics. On most insulin pumps the insulin duration (the time the insulin is active in the patient's bloodstream) can be set to durations as long an 8 hours. The control-iq algorithm fixes this duration to 5 hours. Many older type 1 diabetics who were diagnosed before about 1980 were treated with animal derive insulins. (What one prominent diabetic researcher calls "dirty animal insulins") these insulins caused the formation of insulin antibodies that is still present in our bodies today. The antibodies will slow the absorption of insulin, leading to insulin durations of more than 5 hours. In my case about 8 hours*. If I eat a larger meal and properly bolus for it, 5 hours later the control-iq algorithm calculates that the meal bolus has dissipated, even though I may still have 30% or more of the bolus remaining. Since my blood glucose is still high the control-iq algorithm administers more insulin. The result is a serious low several hours later. Since large meals are often eaten in the evening the low occurs overnight. Fortunately, the cgm has always awakened me, but it takes a lot of fast-acting carbohydrates or even glucagon to recover. I've reported this problem to tandem, but they haven't offered a version of control-iq that fixes this shortcoming. I understand that those of us who have the problem are few, but I feel the problem is serious enough it needs to be fixed. Except for this problem, I've been very happy with my tandem pump and the control-iq algorithm. *oak s, phan th, gilliam lk, hirsch ib, hampe cs. Animal insulin therapy induces a biased insulin antibody response that persists for years after introduction of human insulin. Acta diabetol. 2010 jun;47(2):131-5. Doi: 10.1007/s00592-009-0135-2. Epub 2009 jun 23. Pmid: 19547910. FDA safety report ID# (B)(4).